Event description:
It was reported that the patient was implanted a sirus nail for femur.

Manufacturer narrative:
The manufacturer did not receive the device as the removal of the nail could not be performed. X-rays (3) and other source document (op report) were rec'd for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).